Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. Fse found the plunger clamp in position 6 had a jammed ejection pin. He replaced the plunger, tip clamps, and lld spring in position 6. Repairs verified. The instrument was tested without further problem and returned to expected operation.